Event description:
During service of product device was found to not cycle, with all leds and a constant single tone audible alarm, due to integrated circuits u25, u01, u19, and u27 on the logic board being out of specification. Replaced u25, u01, u19, and u27. After further testing a motor stall with low pressure alarm was found due to integrated circuit u10 on the logic board. Replace u10.